Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in belgium reported that during the annual check of the iw920 mobile infant warmer, the power fail alarm was found to be not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject iw920 mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer has stated that the power fail alarm of an iw920 mobile infant warmer was found to be not working. Conclusion: without the return of the subject device, our investigation was unable to determine the cause of the reported damage. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw920 mobile infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in belgium reported that during the annual check of the iw920 mobile infant warmer, the power fail alarm was found to be not working. There was no reported patient involvement.